Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported break/core separation was confirmed. Additionally, it was noted that the core was bent at the separation as if kinked prior to separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, and core break appear to be related to operational circumstances of the procedure. During. Advancement, the guide wire encountered resistance with the heavily calcified, heavily tortuous, 100% stenosed, total chronic occlusion resulting in the failure to advance and causing the noted tip core to kink. Manipulation of the guide wire against resistance likely caused the reported/noted core separation and coil damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other ht infiltrac devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 100% stenosed, chronic total occlusion (cto) of the right coronary circumflex (rcx) artery. Reportedly, the initial 190cm ht infiltrac 3cm guide wire (gw) was pushed forward in an attempt to break a calcium lock in the anatomy, but the tip became stuck in the calcium and broke off in the patient where it remains. A second 190cm ht infiltrac plus 3cm gw was attempted when it unraveled at the distal end due to interaction with the anatomy. A third 190cm ht infiltrac 3cm gw was attempted when it unraveled at the distal end as well due to interaction with the anatomy. A fourth 190cm ht infiltrac plus 3cm gw was attempted when the tip became bent at the distal end due to the anatomy and the procedure was cancelled. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.